Manufacturer narrative:
Evaluation summary: the devices were not returned for evaluation. The investigation is in progress. A sample is not expected. With the information available to date, an assessment of product cannot yet be completed. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. A root cause has not been identified. The root cause will be reassessed upon completing the investigation. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported several removals of micro-stents. The reason for the removals is unknown. The customer reports the eyes with the stents removed 'looked terrible'.additional information was requested.